Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The root cause for the failure was a defective u6, c4, c6, and c7 components on the pca board. The root cause for the defective components was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing and displayed a service code.